Event description:
It was reported that the right ventricular (rv) lead dislodged which caused decreased r-waves and increased threshold. It was also reported that the right atrial (ra) lead also dislodged which resulted in decreased p-waves and increased. Both the rv and ra leads were repositioned and both leads are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable pulse generator (B)(6) 2013, (B)(4) implantable pacing lead (B)(6) 2013. (B)(4).